Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pt experienced no stimulation and a return of (unspecified) symptoms. The pt indicated that stimulation was felt when a change or increase in stimulation was made, but it faded immediately. The programmer had a power on reset (por) message. There was no known related incident or accident reported. The pt reported having a "cat scan and x-ray" while being admitted to the hospital, for an unspecified reason. The pt was to f/u with the healthcare provider (hcp). The pt further reported not being able to adjust the stimulation and stated that the batteries in the programmer had to be changed every three days. A "call your doctor" icon was seen on the programmer screen. No further details, pt symptoms or outcome were provided. Add'l info was requested but not rec'd at the time of this report. A f/u up report will be filed if add'l info becomes available.